Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is an ex-smoker with a history of hypertension, hyperlipidemia, diabetes, carotid artery disease, coronary artery disease, btk vascular disease (right and left) and previous peripheral revascularization. The patient was treated with a protege stent in the right sfa. Approximately 5 months post procedure; the physician used two in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg. Approximately 11.5 months later, the patient had instent restenosis (95%) of right sfa. The patient was treated approximately 3 months later with ballooning (pta and in.pact admiral). It is reported that restenosis of the right sfa occurred approximately 15 months later. The patient was treated by pta approximately 1 month later. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.